Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was displaying a bp reading that the physicians do not agree with and consider to be too high. The customer also reported that after they attempted to re-do the same reading, the system displayed an "out of range" error message. This report has been created to document the hospital's department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made but not provided: serial number, approximate age of the device. No serial number was provided, so the age of the device is unknown, device manufacturer date.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was displaying a bp reading that the physicians do not agree with and consider to be too high. The customer also reported that after they attempted to re-do the same reading, the system displayed an "out of range" error message.

Manufacturer narrative:
Details of the complaint : on (B)(6) 2019, customer at (B)(6) reported the following issue: monitor: nicu-02 bp reading: 108/55 bp site: r leg bp problem: high reading bp reading: 117/47 +-r/110 bp site: l arm bp problem: system "out of range" this was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019 for bedside monitor (mu-631ra sn: ?). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result: there was a reported incident in which the bedside monitor in the nicu was reported to have high reading and an issue with the system "out of range". Trending of tickets opened at (B)(6) relating to blood pressure readings revealed the following: ID created on product ID description: 68447; (B)(6) 2019; 12:14 pm; mu-631ra; 8/22/19 verifying bp readings log 1. 68456; (B)(6) 2019; 12:22 pm; mu-631ra; 8/25/19 verifying bp readings log 2. 68457; (B)(6) 2019; 12:29 pm; mu-631ra; 8/30/19 verifying bp readings log 3. 68469; (B)(6) 2019; 01:46 pm; mu-631ra; 8/30/19 verifying bp readings log 4. 68470; (B)(6) 2019; 02:06 pm; mu-631ra; 9/1/19 verifying bp readings log 5. 68472; (B)(6) 2019; 02:12 pm; mu-631ra; 9/3/19 verifying bp readings log 6. 68475; (B)(6) 2019; 02:18 pm; mu-631ra; 9/3/19 verifying bp readings log 7. 68477; (B)(6) 2019; 03:55 pm; mu-631ra; 9/9/19 verifying bp readings log 8. 68499; (B)(6) 2019; 04:01 pm; mu-631ra; 9/9/19 verifying bp readings log 9. Further investigation of the issue is limited as the device logs were not retrieved for evaluation, nor was the device serial number provided. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. The issue was reported to nka a week after the incident occurred, making any attempts at gathering additional information difficult. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was displaying a bp reading that the physicians do not agree with and consider to be too high. The customer also reported that after they attempted to re-do the same reading, the system displayed an "out of range" error message.